Event description:
It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of a heavily calcified unspecified vessel after an interventional procedure. Reportedly, the device could not be placed. Another proglide device was used to achieve hemostasis. There was no reported adverse patient sequela. Though requested, additional information was not provided.

Event description:
The access site used was the common femoral artery.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was provided. A review of the device history record did not produce any findings relevant to this report.

Manufacturer narrative:
(B)(4). Access site was updated from unspecified to common femoral artery.